Event description:
Meter was giving wrong reading. In the morning of 8/27, meter reading was 219, evening was 59, morning of 8/28, 44 & 62. Patient also use quality one touch from j & j. One touch will read 158 to 59, 229 to 49 and 314 to 62. Meter is not reliable, FDA needs to investigate.